Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge. Customer also reported insulin was not exiting the cartridge during the filling step. Multiple cartridges were used with same results. After troubleshooting with tandem technical support, it appeared that the vial of insulin was not good and cause of the reported issue and possibly cause of the occlusion. Blood glucose was 80-120 mg/dl.